Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging his one touch verio iq meter would not power on due to a damaged usb cable. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) during a follow-up call with the patient on (B)(6) 2014. On (B)(6) 2013 at 8:00 a.m., the patient stated his one touch verio iq mini usb cable was damaged because ¿his puppy chewed it¿. The patient stated he was able to test on the subject meter for a day; however, the next day he was not able to power the meter on because he was not able to charge the meter with the damaged usb cable. The patient manages his diabetes with oral medication (januvia, 1 time a day) and insulin (novalog, sliding scale; lantus, 25 units at bedtime) and denied taking any action in regards to his normal diabetes management as a result of the alleged issue. At the time of the follow-up call, the patient informed the mss that he tests his blood glucose 3-5 times a day and that his normal/typical blood glucose readings range from ¿100-150 mg/dl¿ in the morning and ¿150-250 mg/dl¿ in the afternoon, evening, and at bedtime. The patient reported, ¿a couple days¿ after the alleged issue occurred, he developed symptoms of ¿urinating, tired, headaches, and dizziness¿. On (B)(6) 2013 at 8:00 a.m., the patient went to the emergency room (ER) and his blood glucose was tested and obtained a result between ¿350-390 mg/dl¿ with an ER/hospital meter. The patient stated a health care professional (hcp) treated him with insulin (unknown type and dosage) and that he was admitted to the hospital. The patient confirmed he began to feel better ¿the next day¿. The patient stated he was released from the hospital, ¿4-5 days¿ afterwards. At the time of troubleshooting, the patient stated that there was misuse of the product because his dog chewed on the cable. Replacement products were sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.